Manufacturer narrative:
On 8/15/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 600cc saline breast implant, catalog # 3502600, lot # 5717985. (B)(4).

Event description:
It was reported that a (B)(6) asian female patient underwent primary breast augmentation with two mentor smooth round moderate profile saline breast prostheses (600cc on the left, 550cc on the right) where the left implant deflated post-operatively. No trauma was reported. Additionally, the patient experienced grade ii-iii capsular contracture bilaterally. As a result, the patient underwent removal and replacement with mentor memorygel 600cc devices (catalog # 3506004bc, s/ns (B)(4) [l] and (B)(4) [r]) on (B)(6) 2018. The patient has since recovered fully. This report is for the right-side complaint device.

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device returned without fluid. White material was observed within the device and on the shell surface. Upon visual examination, the device appears intact. No other anomalies were discovered. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. All the implants are 100% inspected before leaving the facility. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. Manufacturer¿s reference number: (B)(4).